Event description:
It was reported that noise and low sensing issues were exhibited on this right ventricular (rv) lead. A revision procedure was performed, and the rv lead was surgically abandoned and replaced successfully with a new lead. No additional adverse patient effects were reported.